Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer's representative (rep) regarding a patient with an implantable neurostimulator (ins), and it was reported that if the patient turns up the intensity past 6.6 her tongue stiffens and she has what she explained to be a seizure. There were no reported complications and no further complications were expected. Patient was implanted for angina and has a history of headaches and hypertension.